Manufacturer narrative:
Product analysis found that , there was an error code message 15 ; motor stalled. So the heat generation and abnormal noise cannot be confirmed. The motor is not good, the pin of the motor does not come off. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the m5 handpiece does not rotate, and has an abnormal noise. The handle gets hot when operated. The irrigation was used. There was no patient impact.

Manufacturer narrative:
H3 : product analysis of the defective unit was completed and additionally upon conducting an internal inspection, it was found that the motor and housing were stuck due to dirt and rust, and the bearings were deteriorated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.